Event description:
I got the essure device in 2008 and ever since then I have been back and forth to the doctor just about every month for vaginal infections (bacteria). I get infection so bad that I can't afford to go every month anymore. Before the device I didn't have any issues with my body. I have had a doctor to tell me that issue is the device and I just want help getting the device reversed out of my body. Each time I went to the doctor I was tested abnormal for vaginal infections.